Event description:
Implant date: 2001. Two weeks after implant, it was discovered that the pt had a cerebro spinal fluid leak. Returned to surgery for repair of a dural tear 3 weeks later at which time pieces of metal were found.